Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charge test was performed and failed due to moisture damage, no power on for test. Receiver boot test was performed and failed due to moisture damage, no power on for test. Functional tests were not performed due to moisture damage, no power on for test. An internal visual inspection was performed and failed due to moisture damage, no power on for test. The log was downloaded and reviewed finding no errors related to the complaint. The allegation was undetermined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).